Manufacturer narrative:
(B)(4). The post market surveillance department is in the process of reviewing patient medical records and treatment sheets. The plant investigation is in process. A supplemental MDR will be submitted at the completion of these activities.

Event description:
A user facility clinic manager (cm) reported that a patient had an allergic reaction to the optiflux 180nre dialyzer. The patient experienced itching prior to the initiation of the hemodialysis (hd) treatment, with increasing severity throughout the therapy. The onset time of the itching from the initiation of treatment is not known. The patient was administered intravenous (IV) benadryl without relief. No other symptoms were experienced by the patient, and the patient has not been hospitalized for the itching. Follow-up information revealed that the itching may be related to the patient¿s high phosphorus levels. Laboratory values are not available for this event date, however, most recent phosphorus values were reported as 6.2 (high) for (B)(6) 2016 and 5.9 (high) for (B)(6) 2016. Furthermore, the cm stated that the patient was recently hospitalized with pneumonia, and the patient¿s itchiness appeared minimal during this period of time. However, the manufacturer of the dialyzer in-use during the patient¿s hospitalization is not known. Additionally, the physician updated the patient¿s treatment orders to include the use of another manufacturer¿s dialyzer. Follow-up information was received which revealed that the patient still experienced itching after switching dialyzer manufacturer¿s. However, the itch was reported as being milder following the change. The patient continues to receive hd treatments using another manufacturer¿s dialyzer. The complaint device is not available for evaluation by the manufacturer as it was discarded by the user facility.

Manufacturer narrative:
The reported complaint is not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lot passed pyrogen testing and the sterilization dosage was within set parameters. The lot passed all release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user of potential hypersensitivity reactions including itching. Furthermore, as part of the investigation a review was performed on the sub-assembly lot numbers used in the production of the finished lot. There were no non-conformances in any of the raw materials used in finished lot production including the fiber bundle, o-ring, or the polycarbonate molded components related to the reported complaint event. Additionally, a review of the incoming inspection records was performed for all material used in the production of the finished dialyzer lot. There were no non-conformances on any of the materials used in the finished dialyzer lot production; all materials were within set parameters and met acceptance criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint. No treatment data sheets were made available for this event; therefore, there is no way to confirm a causal relationship between the optiflux 180nre dialyzer assembly and the patient¿s itching.